Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during use, the ventilator could be turned off and the display freezes. It was reported that the event occurred during clinical use. There was no report of patient harm or injury as a result of the event.